Event description:
The customer contacted stryker to report that their device pads would not stick to the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device has not been returned to stryker for evaluation. The reported issue could not be verified or duplicated, and the cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device pads would not stick to the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device pads would not stick to the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Section d2a of initial medwatch report indicates: electrode, electrocardiograph, multi-function. Section d2a of initial medwatch report should indicate: automated external defibrillators (non-wearable). Section d2b of initial medwatch report indicates: mln. Section d2b of initial medwatch report should indicate: mkj.

Event description:
The customer contacted stryker to report that their device pads would not stick to the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
D4 and h4 have been updated with lot number and manufacture date.